Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. Failure analysis found the primary failure of broken conductor wire - proximal to be related to the customer reported complaint. Electrical continuity was performed and failed. The housing was removed and the conductor wire was found to be broken at the proximal end while still contained in the clear tubing. There was thermal-induced discoloration of the clear tubing observed, which indicated that energy activation likely occurred after the conductor wire breakage. The root cause of this failure is attributed to manufacturing. A review of instrument logs was performed. The instrument was last used on (B)(6) 2021 on system (B)(4), which was before the reported event date of (B)(6) 2021. The customer did not respond to follow-up attempts to clarify. The instrument had 4 uses remaining after the last use on (B)(6) 2021. A review of the site's complaint history does not show any additional complaints related to this product and/or the event dates listed above. This event is being reported because the instrument conductor wire was broken with no report or evidence of mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was reportedly "not working". The procedure was completed with a back-up permanent cautery hook instrument and there was no reported harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) made multiple follow-up attempts in an attempt to obtain additional information. However, no further details have been received as of the date of this report.